Event description:
It was reported that the customer had high blood glucose levels of 175 mg/dl. It was reported that the customer's health care provider told the customer that the insulin pump was not delivering the correct basal as it was supposed to do. The customer was advised by the health care provider to call and try to get a different insulin pump. The mother of the customer declined to troubleshoot and requested instead for a replacement insulin pump. No additional information was provided.

Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery test. Pump programmed with multiple boluses and basal rates and all registered properly in the daily total history and also matched properly with the units left on the status screen noted. No basal delivery anomaly noted. Pump received with cracked battery tube threads, reservoir tube lip, minor scratched display window. Pump unable to download to carelink software due to a47 alarm. A47 alarm in alarm history screen due to corrupted history file.